Event description:
During a right femoral/popliteal bypass graft procedure, the balloon of a #4 fogarty catheter was found to be missing upon withdrawal of the catheter. Remnants were not removed from the artery. The catheter was returned to the MFR for evaluation. Catheters of the same lot number were removed from inventory. Pt progress is being monitored post-operatively.